Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. Through follow-up, the customer stated after speaking to the staff involved and through troubleshooting the event could not be reproduced. The system powered up and passed extended self testing (est) several times in a row and on several times on sequential days. Unit has been returned to service with no further issues. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the unit continues to beep when powered up. There was no patient involvement.